Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600540 chronic catheter allegedly experienced disconnection and fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported catheter crack and disconnection issues. A definitive root cause could not be determined based upon available information.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The return of the sample is pending. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600540 chronic catheter allegedly experienced disconnection and fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.